Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. During the examination, it was discovered that the pacemaker exhibited backup vvi operation. The reason for the backup operation was due to firmware reset on (B)(6) 2020. A device restoration was successfully performed. The patient was scheduled for regular follow up.